Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that for the past 2 months or so the patient has been in and out of the hospital due to gastroparesis issues (reason for device). The consumer stated the healthcare professional (hcp) is sending out a clinician tablet to the hospital so they can adjust the device. No further patient complications were reported as a result of this event.